Event description:
Additional info provided by the implanting surgeon indicates that, although reported symptoms continue, the pt is adjusting well and the intraocular lens remains implanted. The pt has a history or retinal detachment and went from 20/200 to 20/20 following cataract surgery. Follow-up with the pt by the implanting surgeon resulted in a statement from the pt that she (the pt) considered her vision to be "wonderful."